Event description:
The previous ICD was replaced on (B)(6) 2017. Since then there has been high shock impedances on this rv lead. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.